Event description:
I had a serious eye infection starting in late 9/05 and lasting until the end of 02/06. The problem was ongoing and did not seem to want to clear up. In feb, it finally got really bad and I went back to my eye dr and he said I had a corneal infection. I had to put eye drops in my eyes for several weeks and finally it cleared up but I still have some blurry vision in my left eye. I went to several drs for this and to make a long story short, I had sinus surgery at the begnning of feb because my drs thought that my eye infection had something to do with my sinuses. It did not get better after the surgery, in fact it got worse. It would get slightly better but every time I tried to wear my contacts, it would get worse again. My symptoms were, I was very sensitive to light, pain, swelling, tearing, and blurry vision. The pain was intense at times. I was using renu with moistureloc by bausch and lomb. I still have some of the bottle left. I bought it in sept. I was sometime wearing my contacts since that time, but much of that time I was wearing my glasses because I had that eye infection.